Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown pending further study. No further information is available at this time.

Manufacturer narrative:
The device was tested using automated test equipment and no anomalies were found.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.